Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a dialysis catheter. The customer states the leakage was found on the venous side of the catheter which prevented further dialysis treatment. Further evaluation indicates the leakage was caused by a massive enterostasis.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.